Manufacturer narrative:
As a result of gambro's complaint investigation, gambro has found no malfunction of the phoenix system and no evidence to suggest that any gambro device caused or contributed to this event.